Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly the customer was hospitalized with dka (diabetic ketoacidosis). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. The customer reverted to an alternate method of insulin therapy.